Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that high impedance was observed for a vns patient (7300 ohms). The patient had 2 seizures in the last day. The lead was replaced. Information was later received that the lead was broken. This was attributed to the patient being hit by a football. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.